Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer also stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.